Event description:
The customer reported a blank display after a battery change. Troubleshooting was performed, and the display continued to go blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics.